Event description:
It was reported that the patient was getting little shocks that went all the way down their leg. The patient had several falls, some were prior to and near the time that the shocking symptoms started in (B)(6) 2015. The patient¿s implantable neurostimulator (ins) was pushing out of their back and it was a great big lump. The ins site did not appear red; however it was swollen and a little warm since yesterday. The patient spoke with their managing health care provider (hcp) and was told to call the manufacturer to request a patient programmer replacement as the patient had lost their programmer. No outcome or interventions were reported regarding this event. Further follow-up is being conducted to obtain this information. If additional information is received, a follow-up report will be sent.

Manufacturer narrative:
Concomitant products: product ID: 3889-28, lot# va04f91, implanted: (B)(6) 2013, product type: lead. Product ID: 3037, serial# (B)(4), product type: programmer, patient. (B)(4).